Event description:
Pump reported as having overinfused. Per the clinician, pump was set up with a "regular IV solution and approx 900cc ran in over 4 hrs 30 min - only 250cc should have been infused." Per a clinician, there was no pt injury associated with this report. No other clinical info able to be obtained.